Event description:
Add'l info rec'd from rptr 7/6/00: manufactured for allegiance by post medical.

Event description:
Phlebotomist was attempting to dispose of a used needle in a bd sharps container. The automatic needle remover malfunctioned; the syringe flipped the needle and vacutainer backed out of the opening. The needle was exposed and a needle stick injury occurred.